Event description:
Rptr picked up a case of soup, felt burning go up her spine, then down to her leg. She went to 4 orthopedic drs and 2 chiropractic drs. No one helped. She was told by rehabilitation nurse to go to two other drs. She saw both drs once and they said they could help her. They didn't tell her what they were putting in her back. Six months later, one screw broke and 8 months later another one broke. She only had a bulging disc. The plates were inserted 1/87 and the plates and screws were removed 7/88. She had a "battery" implanted in her back 6/89 and removed 11/89. She developed ulcers and cannot sleep. She needs medication for pain, nervous tension and insomnia. She takes flexeril, motrin, zantac, pepcid, carafate, percodan, clinoril, ativan, lorazepam and tranxene.